Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory revealed that seven of the last eight battery voltage readings were 2.78 volts, with one at 2.03 volts. It was determined that this was a faulty low battery voltage measurement. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device measured a false low battery value. All testing was within normal limit. The device remains in use. No patient complications have been reported as a result of this event.